Event description:
An altitude alarm was declared on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received tips from technical support to prevent future altitude alarms. Insulin delivery was resumed using the original cartridge without the need for replacement.